Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
The customer reported having low blood glucose and paramedics were called. The blood glucose reading at the time of the call was 23 mg/dl. Customer stated that the paramedics treated the low blood glucose at home. Customer stated that she has a chest x-ray and she was wearing the insulin pump. Performed the displacement test and the test failed. No further information was provided.